Manufacturer narrative:
H.6. Investigation summary : one sample of an unknown lot was returned to our quality team for investigation. Upon inspecting the product, no damage was observed on the needle or needle hub. Testing was performed, connecting the sample to the appropriate male luer cone fitting. The sample was properly connected to the appropriate fitting and no leaks were identified when tested. Functional testing was completed, connecting the needle to a sample syringe. The needle was properly fitted to the syringe, liquid was able to pass from the syringe through the needle without issue, and no leakages occurred. Product undergoes visual and functional testing according to procedure to verify the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. Based upon the quality team¿s investigation of the sample, no root cause related to the spinal needle was identified. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred with a unspecified bd 5ml spinal needle. The following information was provided by the initial reporter, "customer claims the needle does not fit properly in the syringe causing anesthetic leakage."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a unspecified bd 5ml spinal needle. The following information was provided by the initial reporter, "customer claims the needle does not fit properly in the syringe causing anesthetic leakage."